Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a dirty light guide lens, and white residues in the air and water channel. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.